Event description:
On 02/06/2025, it was reported by a sales representative via sems-06776294 that an ar-13120g-2 depth guide broke off. This occurred during use in a case with no patient effect. The broken piece was removed and did not affect the case outcome.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-13120g-2 depth guide mini batch number: 02143707 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial discoloration and faded laser markings observed. It was further noted that the tip of the depth guide had broken off. Dimensional testing was performed with a caliper and found that the length of the depth guide component was 133.68, indicating that a fragment of about 0.53 had broken off as the length specified in drawing c4903 is 134.21. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Date of manufacture: 2014.